Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated. The patient underwent a revision procedure wherein the ipg was sutured in to the existing pocket and remains implanted in the patients body. The patient was doing well postoperatively.